Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of nc quantum apex catheter was with no other devices. There was contrast in the wire lumen. Magnified inspection revealed a pinhole in the balloon wall 1mm from the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-01940. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified unspecified vessel. A 2.50x20mm emerge balloon catheter was advanced for pre-dilatation. Upon the first inflation at 10 atmospheres the balloon ruptured. The device was completely removed from the patient. The physician replaced it with a 3.0x15mm nc quantum apex balloon catheter. Upon the first inflation at 10 atmospheres the balloon ruptured. The physician removed the device intact and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Event description:
Same case as MDR ID: 2134265-2014-01940. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified unspecified vessel. A 2.50x20mm emerge balloon catheter was advanced for pre-dilatation. Upon the first inflation at 10 atmospheres the balloon ruptured. The device was completely removed from the patient. The physician replaced it with a 3.0x15mm nc quantum apex balloon catheter. Upon the first inflation at 10 atmospheres the balloon ruptured. The physician removed the device intact and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.